Event description:
Three patient samples with discrepant hcg results and when compared to results obtained from repeat testing at another hospital. Patient 1, initial result gave >10,000 miu/ml. Same sample repeated an additional time gave >10,000 miu/ml. Same sample diluted and repeated twice giving 2987 and 4911 miu/ml each time. Same sample repeated an additional two times giving 8512 and 758.7 miu/ml - with no information provided if sample was run with dilution or without. Same sample diluted and repeated at another hospital gave 16,133 miu/ml. Patient 2, initial result gave >10,000 miu/ml. Same sample repeated two additional times giving >10,000 miu/ml each time. Same sample diluted and repeated three times giving 22.9, 533.7 and 459.6 miu/ml respectively. Same sample repeated an additional time giving 3456 miu/ml - with no information provided if sample was run with dilution or without. Same sample diluted and repeated at another hospital gave 53,836 miu/ml. Patient 3, initial hcg gave >10,000 miu/ml. Same sample repeated three additional times giving >10,000 miu/ml each time. Same sample diluted and repeated twice giving 11.48 and 4973 miu/ml. Same sample repeated an additional time gave 3338 miu/ml - with no information provided if sample was run with dilution or without. Same sample diluted and repeated at another hosp gave 72367 miu/ml. No erroneous results were reported. The field service rep determined there was an electronic failure of the ribbon cable, and replaced the cable.